Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out-of-range impedance measurement. Limited details were available, but it was reported the patient had a recent device replacement. Technical services discussed the out-of-range measurement could be due to a connection issue, or a lead impairment. X-rays to evaluate lead body and the connection from the lead to the device were suggested, as well as obtaining device data. A request was made for the field representative to obtain additional information about this case, including the name of the hospital and physician, the details of the device and lead, as well as the resolution. No adverse patient effects were reported. The field representative later reported that an invasive intervention was performed and the physician re-connected the lead to the device to resolve the impedance issue. The device and lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information indicates the lead remains implanted and in service. This report will be updated if additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery, performed to re-connect the lead to the device.

Manufacturer narrative:
Available information indicates the lead remains implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out-of-range impedance measurement. Limited details were available, but it was reported the patient had a recent device replacement. Technical services discussed the out-of-range measurement could be due to a connection issue, or a lead impairment. X-rays to evaluate lead body and the connection from the lead to the device were suggested, as well as obtaining device data. A request was made for the field representative to obtain additional information about this case, including the name of the hospital and physician, the details of the device and lead, as well as the resolution. No adverse patient effects were reported.